Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29oct2020.

Event description:
The customer reported the unit will not power on. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. They found battery power depletion and alternating current (ac) line inserted in the wrong place. The manufacturer¿s international service technician reconnected and inserted the ac connection line to address the reported problem. The unit successfully passed the required performance verification test.